Event description:
After placing the smart control stent in the superficial femoral artery, the stent began to migrate forward of the target lesion as soon as the physician pulled the slider lever. The stent was placed with the struts overlapping each other (approx 1.7cm); therefore, the stent length became shorter. An additional smart control stent (catalog/lot no. Unk) was placed in the target lesion and the procedure was completed. There was no adverse consequence to the pt. The lesion was approached ipsilaterally. The product was stored and handled according to the instructions for use (IFU). The product was prepped according to the IFU. There was nothing unusual noted about the stent delivery system (sds) prior to use, everything was intact. The intended lesion was located at the superficial femoral artery. There is no info on the vessel diameter, the sheath introducer used, the size of the guiding catheter, if the diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter, or the target lesion length. The stenosis % is unk. There was no previously deployed stent in the target lesion; however, when the first stent was deployed, the struts were partially overlapping when the stent was placed; therefore, the stent length became shorter. There were two stents placed total. The stent fully expanded after deployment. There were no problems encountered deploying the stent. There were no problems removing the product from the pt. There were no other noted problems. There was no adverse consequence to the pt (gender and age unk). The delivery system only will be returned for analysis. Films are not available.

Manufacturer narrative:
This product has been received; however, analysis has not begun as stated. Additional info will be provided within 30 days of receipt.